Event description:
The physician intended to use the protégé gps for a biliary stenting procedure. It was reported the stent was deployed at the lesion site, it was observed that both ends of the stent expanded fully, but the middle section of the stent did not fully expand, the stent remains in the patient. No injury to the patient reported. Patient¿s current status is reported to be good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The protégé gps was used to treat the mid biliary artery as per IFU. The vessel was not torturous, not pre-dilated; no resistance was encountered during advancement of the delivery system. It was reported that flow was established post stent implant.